Event description:
Published year: 2022. Author: hoff pt et al. Title: hypoglossal nerve stimulator explantation: a case series. Journal title: oto open. Volume: 6(2) 1¿3. Case series of patients who have undergone explantation of the inspire hgns system. Five patients were identified who underwent hgns explantation. 1 patient was explanted due to surgical site infection. There were no complications related with explantation.